Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button response due to an open connector on the lcd board. No button error alarms were noted. No motor error alarms could be confirmed due to the keypad anomaly. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. Moisture damage was noted on the motor assembly.

Event description:
It was reported that the insulin pump alarmed motor error three times during priming, when the customer changed the infusion sets. The customer's blood glucose was unknown, but their sensor glucose reading was 11 mmol/l. The customer does use the sensor feature. They were able to rewind the device. The discontinuation of the insulin pump was advised. Nothing further was reported.